Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated has not received replacement products yet. Product notification letter sent to contact customer care once new products are received.

Event description:
Consumer reported complaint for hi, high and erratic blood glucose test results. The customer is concerned with test results from results obtained of hi, 255mg/dl, 213mg/dl, 106mg/dl, and 253 mg/dl; customer did not know if results of 213mg/dl, 106mg/dl, and 253mg/dl were fasting or non-fasting. The customer¿s expected fasting blood glucose test result range is 110 ¿ 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/25/2018; test strips are expired. Customer did not have another vial of test strips. The meter memory was reviewed for previous test result history: (B)(6).